Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer experienced high blood glucose levels and was then hospitalized for diabetic ketoacidosis. Troubleshooting was performed and the insulin pump passed the prime test. Nothing further was reported.